Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review: overall fit and alignment of right total knee arthroplasty implants appear standard. Bone quality cannot be evaluated due to poor image quality. The x-rays submitted do not confirm instability of the right knee. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: vanguard cruciate retaining ilok femoral, cat#: 183014 lot#: j3717866, biomet cobalt chromium cruciate tray, cat#: 141236 lot#: j3718777, series-a patella, cat#: 184788 lot#: 511510, cobalt bone cement, cat#: 402283 lot#: 865330, cobalt bone cement, cat#: 402283 lot#: 926030. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product is being retained at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by hospital.

Event description:
It was reported that the patient was revised to address instability. Attempts have been made and no further information has been provided.